Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose at the time of the emergency visit was 1001 mg/dl. Advised customer that certain medication can cause the blood glucose level to increase. Nothing further reported.